Event description:
The customer reported getting aperture alerts on the white blood cell (wbc) and clear fluid leaking on the tube top from the probe of the coulter ac·t diff 2 analyzer. The customer was wearing gloves, gown and glasses at the time of the incident. There was no exposure to mucous membranes or open wounds. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse confirmed the reported event. The fse found fluid from the probe falling into the white blood cell (wbc) bath due to a restriction in the probe wipe rinse block vacuum supply line. The fse flushed the line with bleach to remove the restriction and replaced the vacuum filter as preventive, resolving both the leak and the wbc aperture alerts. The instrument was returned to normal operation. (B)(4).